Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the revision procedure occurred due to the patient experiencing pain. The ipg was repositioned and remains in use. During this revision procedure, it was then noted that the ra and rv leads were knotted. Thus, the leads were unknotted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were tied in a knot. The leads were unknotted and remain in use. No patient complications have been reported as a result of this event.